Event description:
It was reported that during a knee endo-prosthesis surgery, the tibial element was not attached correctly. After implant placement and waiting for cement setting time, the implant was still loose. After taking off the element, there were no visible cement marks on it. A backup device was available to complete the procedure. It is unknown if there was a surgical delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
E1: information was corrected.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this complaint from poland reports that the tibial element would not ¿set up¿ with the cement and remained loose. ¿a backup device was available to complete the procedure. It is unknown if there was a surgical delay.¿ it is also unknown, if the cement contributed to the issue. No patient injuries were reported. Smith and nephew has not received adequate materials (no operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.